Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Event description:
It is reported that the device provided inaccurate sphb readings. Customer reported that the sphb results from the device was compared with the lab results of a non-masimo oximeter and during comparison, device showed more and the result was 3 g/dl higher from the compared devices. It was reported that the comparison was repeated with another masimo oximeter and the result did not change. There were no consequences or impact to the pt.